Event description:
Probation officer claimed that the consumer wearing the path was on drugs. The patch was exposed and a portion sliced out. It was sent to the company and was claimed that consumer was on metamphetamine whereas this patch was meant to serve another purpose.